Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If explanted; give date: iol exchange was scheduled on (B)(6) 2019. To date, there is no confirmation. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient had decreased visual acuity and residual astigmatism after the implantation of lens model, zct375 on his left eye (os). For that reason, patient will be undergoing iol exchange surgery on (B)(6) 2019. No additional information provided.

Manufacturer narrative:
Additional information: it was reported that the lens was explanted on (B)(6) 2019. There was no incision enlargement and no vitrectomy required. Suture was placed as a clinical decision to ensure ideal wound sealing. Reportedly lens with model zct300 +20.0d diopter was used as replacement for the patient. Patient was stable when discharged. Visual acuity pre-op (pre-initial implant): os 20/50-2. Visual acuity post-op (post-initial implant): os 20/50. Visual acuity post-op (post-replacement): os 20/30. Age/date of birth: (B)(6) 1976. Date of event: (B)(6) 2019. If explanted, give date: (B)(6) 2019. Patient code 3191 provided in the initial report for planned explant, updated based on additional information received to 3191 - explant of iol. Device evaluation: product testing could not be performed because the product was not returned. The complaint event could not be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the review. The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.